Event description:
Our ref: 2005 0708/3/1 - mhra ref: 2005/006/023/401/005 - no reported pt injury or medical intervention. Pump set to infuse at 5mls/hr. When staff returned pump alleged to be running at 99mlshr. No further info available.

Manufacturer narrative:
As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports. Result and conclusion of MFR's investigation: reported fault cannot be replicated and the pump is functioning correctly.